Event description:
In 2007, the lay-user/patient contacted lifescan alleging that the cap of a one touch ultrasoft lancing device was loose/falling off. The patient indicated that the alleged lancing device issue started two days before, in early afternoon. The patient did not take actions related to diabetes as a result of the alleged meter issue. She also denied receiving medical intervention from a health care provider. On an unspecified date/time after the alleged lancing device issues started, the patient developed symptoms of shakiness, dizziness, and disorientation. The patient's blood glucose was tested on an unidentified device and a result of "52 mg/dl" was obtained. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient alleged she developed symptoms suggestive of hypoglycemia after the alleged lancing device issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.